Event description:
During preventative maintenance (pm) performed at zoll on december 15, 2022, the autopulse platform (sn 33707) failed functional testing and displayed fault code 27 (encoder fault (> 3000 rpm)) upon powering up. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn 33707) passed the initial functional test, however, during the run-in test, the platform displayed fault code 27 (encoder fault (> 3000 rpm)). The root cause of the noted fault was a failed integrated encoder gearbox, likely due to the aging of the device. The autopulse platform was manufactured in january 2017 and is over 5 years old, beyond its expected service life of 5 years. The integrated encoder gearbox was replaced to remedy fault code 27. During the visual inspection, observed a cracked front enclosure. The root cause of the physical damage was due likely due to user mishandling, such as a drop. The front enclosure was replaced to address this issue. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4).